Event description:
The pt was implanted with a synchromed pump and catheter in 1995 for infusion of intrathecal lioresal for intractable spasticity due to cerebral palsy. The pt was seen for a refill of intrathecal lioresal and the hcp noted withdrawal symptoms including hypertonia, pruritus and paresthesia of the feet, and an increased startle reflex for 24 hours. A 100 mg bolus was given and the pump alarm was heard. The pump alarm stopped after the bolus. The pt's condition improved. The pump was explanted and another synchromed pump implanted in 1999. The explanted pump has not been returned for analysis.